Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, four (4) 5f 100 cm infiniti right coronary bypass (rcb) diagnostic catheters deteriorated near the hub. It is possible that uv light exposure occurred through a crack in the cabinet. The only catheters affected were those hanging on the middle rack, which was aligned with the cabinet opening. There was no reported patient injury. The catheters were stored in a cabinet with ultraviolet (uv) protection and are still in the sterile packaging. There was no visible packaging damage. No photographs are available. The devices were returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot 18169755 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, four (4) 5f 100 cm infiniti right coronary bypass (rcb) diagnostic catheters deteriorated near the hub while still in the packaging. It is possible that uv light exposure occurred through the crack in the cabinet. The only catheters affected were those hanging on the middle rack, which was aligned with the cabinet opening. There was no reported patient injury. The catheters were stored in a cabinet with ultraviolet (uv) protection. There was no visible packaging damage. All four devices were returned for evaluation and were evaluated under 2025-15808-1 through 2025-15808-4. They all originated from lot 18169755 and a product history record (phr) review revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2025-15808-3: one, cath f5 inf rcb 100cm, was received inside its manufacturing pouch, which was properly sealed, and the sterility was not compromised. The catheter was found folded to fit inside the plastic bag, resulting in kinks that matched the folds. Inspection focused on the strain relief revealed a degradation condition and a yellowish discoloration on the hub, which is consistent with exposure to environmental factors such as ultraviolet radiation, thermal stress, or chemical agents. The reported ¿strain relief-degradation¿ was seen on all four devices and the exact cause of these events is unknown. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information and product analysis, the cause of the strain relief degradation could not be found; however, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been started to further review the potential causes. No further action will be taken at this time.